Event description:
On (B)(6) 2010 has surgery for total shoulder (right) replacement. By 2012, shoulder and arm pain started requiring multiple pain and anti-inflammatory injections. Surgery pending to replace unit, which has become detached from bone in upper arm. Also noted are benign-appearing arthritic changes in multiple locations. Event avated after use stopped or dose reduced: no.